Event description:
Report received of an under-delivery of tpn. The tpn was intended to be delivered at 63ml/hour. It was reported that approximately 2 hours after the infusion was started, the nurse was attempting to clear the volume infused and noted that the pump was infusing at 36ml/hour. The patient received an under-delivery of tpn. The customer contact thought that the device might have been programmed in the dose calculation mode instead of ml/hr. There was no adverse effect to the patient. The pump was reprogrammed to deliver a 63ml/hour. Though requested, there was no further information available.